Event description:
It was reported that the customer had a high blood glucose of 537 mg/dl. The customer had gone to the hospital to have the insulin pump programmed. He explained his high blood glucose was due to the insulin pump not working until now. When the customer was instructed to deliver a bolus, the insulin pump showed that the maximum bolus was exceeded. Customer changed the maximum bolus amount and successfully delivered a bolus. He was advised to monitor his blood glucose. Customer stated he was just then putting the insulin pump back on and that was why his blood glucose was high. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.